Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not verify the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not recognize the defibrillation electrodes that had been applied to the patient. The device did not show an ECG through paddles lead. The user powered the device off and back on. Through the ECG leads, ventricular fibrillation (vf) was observed. When they then switched to paddles lead, they did not get an ECG signal. Another ambulance crew arrived and used their device to administer three defibrillation shocks to the patient. There was patient use associated with the reported event however, there was no report of an adverse patient outcome.